Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode bel sn (B)(4) has been completed. As received, the belt failed the fall-off test. The cause of the fall-off test failure was a defective flash ram component u713 on the distribution node pca. Pins 38, 42 and 45 of u713 pins were found to be shorted. The root cause of the shorted u713 pins cannot be positively identified. No adverse event resulted form the defective electrode belt.